Manufacturer narrative:
Dentsply sirona became aware of a malfunction that occurred while using the ankylos implant system. This report is for the dental abutment device. The product is not available for investigation. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss due to abutment fracture.